Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No pump error 23 or stuck button error alarms noted during testing. -device passed the keypad voltage test. No damage was noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm as well as insulin pump error alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.